Manufacturer narrative:
The cause of the breakage is consistent with an overstress condition or sudden event the lead may have been subjected while in vivo.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that patient experienced ineffective stim due to high impedance on some contacts on the lead. As a result, surgical intervention was undertaken where in the lead was explanted and replaced resolving the issue.